Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that during set up there was a particulate in tubing. There were no patient involvement and patient harm.